Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac panel versus the lab for one pt. A (B)(6) female came into the emergency department with abdominal pain. Whole blood sample was run on the triage meter. The doctor did not think that the result was correct, so they sent the sample to the lab. Ckmb and myo were not elevated. The beckman access was used in the lab. Pt was discharged after lab results came back. Sample was not saved and not repeated on other devices.

Manufacturer narrative:
No pt samples were returned for testing. Product support tested retained lot w49650 with negative control, calibrator z, normal (apparently healthy) whole blood donors and positive control, calibrator h for tni recovery. No false positive or high bias in tni recovery was observed with the control samples. All replicates with the normal whole blood and calibrator z were <0.05ng/ml. No false positive results were observed. All replicates with calibrator h were within the mfg 2sd range, with an 89% recovery (within the mfg final release specifications). The customer's complaint of a false positive or elevated tni result was not observed with the control samples. Product support was unable to verify the customer's complaint and could not rule out any sample specific or environmental factors that may have affected analyte recovery. As on (B)(6) 2011, (B)(6) complaint has been reported for lot w49650b. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.